Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime and system sensor and excessive no delivery test. No motor error or excessive no delivery alarm noted. Motor passed motor test. Pump received with cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error when the reservoir was empty but should have alarmed no delivery. Customer's blood glucose was 107 mg/dl at the time of incident. Troubleshooting was done for no delivery and customer was able to complete the rewind sequence but insulin squirted out soon after. As such, customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.